Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that they experienced low blood glucose level. The customer stated that he is also a stroke victim and he was dropping in 50 and 60 mg/dl during the night. The customer's blood glucose level was 50 mg/dl. Troubleshooting was performed. The product will not be return for the analysis.